Manufacturer narrative:
Upon reassessment of the reported event, it was identified that this device did not cause or contribute to the reported event.

Event description:
Upon reassessment of the reported event, it was identified that this device did not cause or contribute to the reported event.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-00580. Medical devices: cps anchor plug 14mm catalog#:178404 lot#: 752770; oss porous im stem 14.5 x 90 catalog#: 150385 lot#: 216820; oss mod tib baseplate 75mm catalog#: 150423 lot#: 965060; series a pat thn 34 3 peg catalog#: 184786 lot#: 884720; oss 3cm diaphysel segment catalog#: 150464 lot#: 345070; oss poly tibial bushing catalog#: 150476 lot#: 059680; oss reinforced yoke catalog#: 150493 lot#: 901970; oss poly lock pin catalog#: 150478 lot#: 923030; oss poly femoral bushings catalog#:150477 lot#: 096440; oss axle catalog#: 150480 lot#: 901580; oss 11cm diaphyseal segment catalog#: 150468 lot#: 795660; oss 7cm segmental femoral lt catalog#: 150355 lot#: 640610; oss tibial poly bearing 12mm catalog#:150410 lot#: 111190; series a pat std 34 3 peg catalog#: 184766 lot#: 764470; cps/oss 5cm tpr adapt w/oss sc catalog#: 178711 lot#: 549930; cps transverse pin 6pk 40mm catalog#: 178529 lot#: 205550; cps centering sleeve 18mm catalog#: 178540 lot#: 665430; cps nut co-cr-mo alloy catalog#: 178512 lot#: 987740. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a left knee revision approximately seven months post-implantation due to implant fracture. Attempts to obtain additional information have been made; however, no more is available.